Manufacturer narrative:
Available information indicates that the internal paddle is not functioning. The remote service engineer (rse) evaluated the device remotely and determined that the reported issue was not found and however, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the defibrillator indicating that the internal paddle is not functioning. There was no patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.